Event description:
A (B)(6) male underwent evar on (B)(6) 2009. While placing the flex main body, the physician was unable to release the trigger wire in the standard fashion. He then used the method as described in the instructions for use (IFU) addendum with a successful outcome. There were no complications to the patient. Patient is fine.

Manufacturer narrative:
(B)(4). The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce this failure mode from occurring and/or reduce the probability of the worst case severity occurring. Additionally, prior to removing the proximal trigger wire, the IFU instructs the user to verify the wire guide is in the thoracic aorta. A physician reference manual is available to all using physicians, which lists troubleshooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at certain location. Location of this etch mark is verified on each device after the device is loaded. Changes were implemented to the loading procedures that will reduce the likelihood of damage to the trigger wire during the loading process. An alternate deployment sequence has been approved for distribution in addition to the product's IFU. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent subsequently releasing tension from the trigger wire allowing it to be removed. This was effective on (B)(6) 2009. The manufacturing records for this device indicate the graft was loaded after the changes implemented. No product or images were provided to assist in this investigation. Without the actual complaint device we are unable to determine the root cause of the difficulty encountered. Although there is no corroborating evidence at this time, the complaint is considered confirmed as this is similar to other field complaints that required additional action be taken. We have notified the appropriate individuals and we will continue to monitor for similar events.